Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right atrial lead exhibited oversensing. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was capped and replaced. No further information was available.

Event description:
New information received on 1/8/2018 indicating that the patient previously presented in clinic for routine follow up. Upon device interrogation, the right atrial lead exhibited oversensing. Isometrics testing was able to reproduce the oversensing. Programming changes were made prior to procedure. The patient was stable prior, during, and after the procedure.